Event description:
A venous air alarm occurred at the start of a routine hemodialysis treatment that the operator was unable to resolve; operator ended treatment without returning blood. Estimated blood loss was 190cc. On (B)(6) 2012, operator again reported a venous air alarm and was not able to resolve. The treatment was discontinued and the pt's blood was not rinsed back; estimated blood loss was 190cc. Pt's hb in (B)(6) was 10.6; hb following the 2 blood loss events - 9.2; pt's routine epogen dose was increased from 4000 units, 1x/week to 6000 units, 1x/week. No other medical intervention was provided.

Manufacturer narrative:
The reported event is most likely due to the operator not adequately removing air from the circuit before treatment as directed in the user's guide. There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the cartridge. Attempts to remove air with a 10cc syringe in each events were not successful. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions and further states to use a 20cc syringe. Event reviewed with facility staff. Nexstage medical considers this report closed.